Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug with an unknown dose and concentration via an implanted pump. The indication for use was non-malignant pain and degen disk disease/ herniated disk pain. It was reported the patient's pump was acting up for a couple of weeks. No symptoms were reported. The event date was (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported that every time the patient goes to give themselves a bolus they either have to wait 20 minutes longer or it can even be from 1 minute to 43 minutes. It was noted this occurs as soon as the battery goes does down. The patient had to take the battery out and put a new one in. It was noted the issue had not resolved.